Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable, pump wont run. It was reported the device also exhibited air bubbles in the tubing. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 45.5 ml, rate 2.2 ml.hr and 52.85 ml was given. No adverse patient effects were reported. No additional information is available at this time.